Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, and capsular contracture, baker grade unknown.

Event description:
Healthcare professional left side reported rupture, capsular contracture, baker grade unknown, and seroma. The device has been explanted.

Event description:
Healthcare professional left side reported rupture, capsular contracture, baker grade unknown, and seroma. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, missing a piece of shell (25-50%), and red particles on the shell and gel. A microscopic analysis was performed which identified: a sharp broken on radius. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on radius assessed as unidentified (tear) opening. Missing shell assessed as inconclusive.